Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The customer reported false positive results with the binaxnow covid-19 antigen self-test kit for four (4) tests using unknown lot numbers performed on 05dec2022. This MFR. Report addresses test two (2) of four (4). Additional testing was performed using an unknown brand of rapid antigen test which produced a negative result. Confirmation testing was performed via an unknown pcr platform and generated a negative result. Both of these were performed on an unknown date. Per the consumer, they were previously diagnosed with covid-19 three months ago. The consumer was reportedly prescribed an unknown medication. No additional patient information, including outcome, was provided.

Event description:
The customer reported false positive results with the binaxnow covid-19 antigen self-test kit for four (4) tests using unknown lot numbers performed on (B)(6) 2022. This MFR. Report addresses test two (2) of four (4). Additional testing was performed using an unknown brand of rapid antigen test which produced a negative result. Confirmation testing was performed via an unknown pcr platform and generated a negative result. Both of these were performed on an unknown date. Per the consumer, they were previously diagnosed with covid-19 three months ago. The consumer was reportedly prescribed an unknown medication. No additional patient information, including outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.